Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿admin set tubing leaking at filter and will not prime correctly." There was no patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿admin set tubing leaking at filter and will not prime correctly. " there was no patient harm reported. During follow up it was confirmed that there was no patient involvement, as the issue occurred during priming.